Event description:
Report recieved of urticarial reaction several days post implant of the device system. Patient treated with steroids and benadryl. Manufacturer allergy testing kit used and patient found to have a strong reaction to silicone rubber and lesser reaction to polysulfone. Device system explanted. Patient has had no further rash problems since explant.